Event description:
Scorpio poly - surgeon reported suspected fracture of the tibial insert. Issue noticed by surgeon picked up on x-ray & clinically. Patient has called customer service.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.